Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 5041950/5059905.

Event description:
It was reported that the patient underwent an explant procedure due to having discomfort at the ipg site. The patient was doing well postoperatively. The explanted devices were not returned. No further information has been obtained despite good faith efforts.